Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use existing cartridge for insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. The customer alleged that the pump was not delivering boluses as intended. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.